Event description:
A talent abdominal stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately. Aneurysm morphology at the time of implant was not reported. Vessel morphology was reported as mild tortuosity and mild calcification. The aortic neck was 20 mm long, 26 mm in diameter, and angulated 12 degrees. It was reported that the limbs were not crossed during the implantation. The day following the implantation, an ultrasound revealed an occlusion due to thrombosis. The physician elected to intervene by performing a thrombectomy, which successfully resolved the occlusion. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval results: graft occlusion.